Manufacturer narrative:
Additional procodes: hsz, gff, gfa. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.5mm drill bit was broken during an open reduction internal fixation (orif) femur on (B)(6) 2018. While drilling a lag screw on a periprosthetic femur fracture, the drill bit hit the femoral stem. There were no attempts to remove the broken drill bit from the patient bone. The surgeon left the drill bit in the patient. The drill bit was only used to implant the lag screw. No other drill bit was required. Remaining portion of drill bit was discarded by the hospital. Surgery was completed successfully with no surgical delay. Patient outcome was good. Concomitant devices involved: lag screw (part # 204.830, lot # unknown, quantity # 1); 4.5mm curved locking compression 18 hole plate (part # unknown, lot # unknown, quantity # 1); cortical screws (part # unknown, lot # unknown, quantity # unknown); locking screws (part # unknown, lot # unknown, quantity # unknown). This report is for a 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).